Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device had been reprocessed without attaching the connecting tube (maj-1971) with an olympus automated endoscope reprocessor model oer-6 (not available in the USA), and it was used for one patient after that (the user may have used the poor reprocessing subject device for next procedure). There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause] the cause cannot be identified, but improper and inadequate cleaning and disinfection may be possible. If additional information becomes available, this report will be supplemented.